Event description:
I suffer from asthma. Typically I suffer an attack during high pollen peak times in the spring and in the fall, on average one to two attacks a year for the last 20 years. When masks mandates were installed in my state, I started having attacks every single time I put on a cloth face mask. Wearing anything that covers my mouth and nose including but not limited to halloween masks, respirators, and swim masks makes it very difficult to breath as it is so I avoid those at all costs. Needless to say I was concerned about face masks when the states started with the mask mandates. In the beginning if I kept my trips short (under 20 min) I was able to do my shopping in a face mask without triggering an attack. It soon became harder and harder to breath within minutes of putting on a face mask. While shopping at a grocery store I had an attack so bad, workers at the store called paramedics because despite my inhaler I could not breath. Thankfully I did not need to go to the hospital and after I was calmed down I was able to breath. After that attack I scheduled an appointment with my doctor and she confirmed I was suffering from stressed induced attacks and advised me to not wear a mask. FDA safety report ID# (B)(4).